Event description:
It was reported that during a surgery the ambient super turbovac was not clotting. The patient bled more than normal and more anaesthetic was needed due to the increased time of the procedure. The procedure was completed with another batch. A delay grater than 30 minutes were reported. A stock of 7 units will be returned, it is unknown if the issue occurred in other occasion. No other complications was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. No patient injury or other complications were reported. Since the reported delay did not result in harm to the patient or other complications, no further clinical/medical assessment is warranted at this time. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review concluded this was an isolated event. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. The device was returned in its original package; not opened; inner tray sealed as intended; visual inspection under magnification of the wand shows no erosion and no discoloration/contamination or scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation was successfully performed. The device excites plasma as intended. The suction line was tested and carried out without restrictions in flow, not as reported; the complaint was not verified and a root cause could not be determined, as the device performed as intended. Factors, which may have contributed to the reported complaint include: 1) there may have been an issue with the controller used at the time of the complaint event. 2) the device may have been used at the lower than recommended settings. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.